Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of the bearing due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be duplicate complaint. Please find the event reported on 0001825034 - 2021 - 03201. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be duplicate complaint. The initial report should be voided.